Event description:
It was reported that the device was in need of repair for an unknown reason. At product evaluation investigation the device had low motor speed and damaged width plates. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number (B)(6). Investigation complete. This is an initial final report submission. Review of the most recent repair record determined the unit was found to be out of calibration, had low motor speed, and the width plates were damaged. The motor, bearing pack, o ring, seal, reciprocating arm, 1, 2, 3, and 4 inch width plates were replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.